Event description:
Patient underwent full revision surgery on (B)(6) 2016. The explanted products were reported to have been discarded.

Event description:
An email was received from the tc reporting the patient presented with high impedance (greater than 10,000 ohms) during a clinic visit with his physician on (B)(6) 2016. Clinic notes were received indicating that the patient's magnet is no longer aborting seizures. Vns the normal and magnet output current was turned off (0 ma) from 2.5 ma and 2.75 ma respectively on (B)(6)2016. Diagnostics on (B)(6) 2016 were okay with impedance of 1889 ohms. Notes dated (B)(6) 2016 stated that the patient's family noted improved seizure management with vns but patient has been having 2 seizures per day and have had no response from the device. Chest x-rays were performed. No known surgical interventions have occurred to date.